Event description:
Twelve mos after the symmetry bypass connector (sbc) was implanted, cardiac catheterization revealed 100% re-occlusion of the 1st marginal branch and the right posterior descending artery. The sbc was used in both locations with a saphenous vein graft (svg).